Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 our affiliate in the (B)(6) received an email from eye care providers (ecp) office who reported that a patient (pt) was diagnosed with an infection while wearing the (B)(6) brand contact lenses. On (B)(6) 2016 a call was placed to the ecps office and a representative at the ecps office provided additional information as follows: it was reported that the ecp only completed a soft basic check. The representative reported that the pt was seen at a hospital and the diagnosis is unknown to the ecp. The ecp representative reported that the pt received antibiotic drops, but the name and frequency of the treatment are unknown. The representative reported that the affected eye was the os. The event date was reported as (B)(6) 2016. The representative reported that the os is currently fine. The representative also reported that the infection was not due from the lenses, but from a bacteria. On 0(B)(6) 2016 an additional call was placed to the pts ecp and additional information was obtained as follows: the ecps representative reported that when he/she spoke to the hospital they blamed the infection on the pts contact lens case, which had not been changed in three years. Additional information has been requested, but no new information has been received. The lot # is not available. One unmarked lens case, which contained 2 lenses were received for evaluation. No sealed product was returned. The 2 lenses displayed a 123 mark which confirms an (B)(6) product. It is unknown if either contact lens received is the suspect product. We were unable to further investigate lot history as there was no lot number provided for this event. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.